Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the customer reported that the equipment is causing diet leakage in the connections. No patient injury was reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 201390168 manufactured on (B)(6) 2020. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported product was not returned for evaluation; however, a photograph was provided. Examination of the photograph confirmed the reported product failure of leak as a leak was identified at the cross-spike. A formal investigation has been initiated to determine the root cause and required actions, if applicable, of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the equipment is causing diet leakage in the connections. No patient injury was reported.